Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultra meter. The patient indicated that the alleged issue started three days ago, at around 8:30 am. The patient tried testing with two different test strip lot numbers but was unsuccessful. At around 11:30 am that same morning, the patient claimed that he developed symptoms of shakiness, weakness, and being unable to walk. The patient administered self-treatment by drinking juice and eating a candy bar. The self-treatment helped him to feel better. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took in response to the alleged "apply sample" issue, and what actions he took before the symptoms started. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged "apply sample" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.